Event description:
A surgeon reported that silicon leaked out from the closure valve of the trocar cannula during a silicon removal procedure. Balanced salt solution (bss) leaked out the closure valve after it was used to replace the silicon. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. The samples have not yet been received for eval. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).